Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0svcf, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Please reference MFR report number: 3004209178-2016-04414.